Event description:
A report was received that the patient was not feeling any stimulation and the leads had migrated. The patient underwent a lead revision procedure. The patient was doing well postoperatively.